Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Manufacturer narrative:
B5: additional information received on 25-jul-2022 via email and attached to complaint object: this pump was repaired in our shop. Customer cancelled the request on their end. Also, the pump was not involved in a patient incident. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
H6: health impact, event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.